Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat degenerative disk disease with fixation at l3 (bilateral). It was reported that planning was done by the surgeon prior to the case and then reviewed by the manufacturer representative. The procedure was started by making a midline incision and performing a decompression. Next, a bed mount was used due to clinical indication and surgeon's preference. Registration was successful on the first attempt with the basic algorithm. Labeling was successful off of l3. First the left l3 trajectory was executed accurately. Right l3 was executed after and was deviated medially. The surgeon decided to place the right side screw free hand. There was no patient harm and the procedure was not delayed over an hour.